Event description:
International affiliate reports cement leaked when the confidence kit¿s cement chamber was pressurized. Liquid leaked at the location where the quick connector attaches to the cement reservoir. Surgeon completed surgery with like product. There were no adverse consequences to the patient and no resulting significant delay.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There were no visual defects with the device. The pump was then connected to the reservoir and pressurized. The pump was able to pressurize until the safety valve engaged. There was no leakage from the system. A review of the device history record for the confidence spinal cmt sys, 11c found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month complaint trend analysis for the confidence system leaking water at the pump/reservoir connector on the entire confidence family, as this failure mode can present itself across the entire family. In this complaint, there was no harm to the patient however the potential for harm exists if this fault were to recur. Review of complaints found no significant trends. The root cause for the confidence system leaking water at the connector cannot be positively determined because no product problem can be identified. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.